Event description:
Pump was set to deliver 70ml of dilute 5fu chemotherapy drug over 7 days and pt sent home. Pt returned to clinic the next day and all medication had been infused. Pt was observed and no health impact was noted and no intervention was required.